Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
While on site providing surgery support the doctor reported that one patient had vertical gas breakthrough, doctor increased thickness on next patient and there were no further issues. The patient was rescheduled for photorefractive keratectomy (prk).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.